Event description:
During a scheduled device change, plastic was stuck in the header of the device when removing the lead. The device was explanted and the lead remained in use with the new device. The patient did not experience any adverse consequences due to this event.

Event description:
The plastic from the header came loose when removing the lead.